Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Test strip vial returned with two strips only. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer reported complaint for low blood glucose and control test results. The customer's expected fasting blood glucose test result range is 150mg/dl to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/18/2018 and open vial date is within the month of (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). She stated her recent a1c was 160 and the meter shows lower numbers. The customer has no changes in her diet. She takes metformin to manage her diabetes